Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the green tubing infusion line stopped working while connected to patient during vitrectomy surgery. The procedure was completed after replacement of vitrectomy pack and swapped the green infusion line which worked well. There was no information about patient impact.